Event description:
Original procedure was about two weeks ago. Pt had a normal catheterization with a 4fr. Sheath. Physician attempted closure with the closer tsl 6fr. Device. Due to pt's obesity, the device was inserted rather deep before marking was achieved. The device was deployed, and the site closed with add'l manual pressure being held as well. Diminished pulses were noted. Pt was discharged but returned one week later complaining of symptoms of increased claudication. 90% narrowing of the vessel was noted, and a stent was placed in the right common femoral artery. Co has requested add'l info from the user facility. If any info relevant to the event is rec'd, it will be forwarded to the agency in a follow-up report. Perclose rep is to attempt to gather add'l info. Device not returned, no lot number available.